Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. It was confirmed the usb cable was able to successfully charge other devices. There was no impact to the customer's blood glucose level. It was indicated the customer had manual injections as backup insulin therapy.